Event description:
The customer reported the system emitted x-rays continuously thereby necessitating a device turn off. This is a possible aro. There are no reports of patient injury or death associated with this event.

Manufacturer narrative:
This malfunction may have resulted in a possible accidental radiation occurrence. No conclusion can be drawn as repair information is unavailable. However, no report of patient or staff injury was reported.